Event description:
It was reported the patient presented in the intensive care unit (ICU). Upon interrogation, it was discovered the implantable cardioverter defibrillator (ICD) had delivered two rounds of anti-tachycardia pacing (atp) and six shocks which accelerated the ventricular tachycardia (vt) into ventricular fibrillation (vf). The vf was converted by external defibrillation. Programming changes were implemented. The patient was in stable condition.